Manufacturer narrative:
The initial reporter is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00231, a malfunction of inner lumen occluded was found that was unrelated to the alarm, gas loss in iab circuit. There was no patient involvement.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2022-00231. Please refer to mfg report number 2248146-2022-00231 for all information for this complaint event. Please cancel mfg report number 2248146-2022-00469 in your database. Reference complaint (B)(4).

Event description:
N/a.